Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected rwbc content in the platelet product. The disposable was discarded and is unavailable for return. No medical intervention was required. The pt info is unavailable at this time. This report is being filed due to a product malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). The run data file was reviewed. The signals in the run data file indicate that the concentration of platelets exiting the lrs chamber was slightly lower than expected. However, the concentration was not low enough to trigger the low platelet concentration alert. It is possible that an inaccurately high platelet pre-count could have been entered into the trima accel system and contributed to the lower than expected platelet product yield. It is also possible that these results could have been caused by a weighing, sampling or process error. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.